Event description:
Reporter states that 7mm tibial insert had worn. Tibial insert was removed and replaced with 9mm insert. The poly patella was worn. It was also removed and replaced with new patella.